Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda. The recurrent mitral regurgitation (mr) appears to be due to the procedural condition of the slda. Dyspnea appears to be a cascading effect of the mr. Mr and dyspnea are listed in the instruction for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, recurrent mitral regurgitation. It was reported that the initial mitraclip procedure performed on (B)(6) 2018 was to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse and flail leaflet. One clip was successfully implanted, reducing mr to <1. On (B)(6) 2021, the patient was re-hospitalized due to dyspnea and recurrent mr grade of 3-4. The clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated that the patient will require cardiac surgery and the clip will be explanted. Additional treatment has not yet been performed. The patient is stable. No additional information was provided.